Event description:
The customer reported the system is having problems with wheels and locks, and the network connector is broken. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system.